Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a visi pro balloon expandable stent during treatment of a 20mm plaque lesion in the patient¿s proximal common iliac artery of diameter 8mm. Moderate tortuosity and calcification were reported. The IFU was followed and the device was prepped without issue. Pre-dilation was carried out using a size 5 pre-dilation device. No embolic protection was used. The device did not pass through a previously deployed stent, no excessive force was used but resistance was experienced. It was reported that stent dislodgement occurred in vivo during positioning as the stent came off the balloon. The stent was deployed in the intended lesion in the patients iliac using another pta.